Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the communicator power cord was melting into the power outlet and was not connecting. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised to replace the communicator power cord. The communicator remains in service. No adverse patient effects were reported. Additional information received indicating that the patient was requesting a new communicator. The communicator was no longer in service.

Event description:
It was reported that the communicator power cord was melting into the power outlet and was not connecting. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised to replace the communicator power cord. The communicator remains in service. No adverse patient effects were reported. Additional information received indicating that the patient was requesting a new communicator. The communicator was no longer in service. The product investigation indicates that the allegation was confirmed. Based on analysis of the returned product finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field b5: describe event or problem. Upon receipt at our post market quality assurance laboratory product analysis indicates that the allegation was confirmed. Based on analysis of the returned product finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that the communicator power cord melt into the power outlet and was not connecting. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised to replace the communicator power cord. The communicator remains in service. No adverse patient effects were reported.